Event description:
The reporter stated that the surgeon attempted to insert an aq2017v 3 piece silicone lens. The lens tore prior to insertion into the eye. No pt contact or injury.

Manufacturer narrative:
Visual inspection of the returned product showed that a piece of the lens optic is torn off and missing. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.